Event description:
It was reported that leak was observed from y-site (closest to the spike) of a continu-flo set with 3 luer activated valves during infusion of carboplatin (non-baxter product) medication. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since the lot number could not be determined. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.